Event description:
The tibial inserts were loose inside the baseplate. A baseplate assembly, catalog #6476-1-400, was opened to double check proper baseplate to insert assembly. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.